Event description:
Nicu baby had a dual lumen vascular PICC which developed a leak at pink phlange and had to be removed and replaced. Another incident occurred about the same time different lot numbers.